Event description:
It was reported that the patient presented to the surgeon in 2005. MRI and x-rays led the surgeon to recommend a discectomy and fusion at l5-s1 "in order to stop sciatica and leg numbness". In (B)(6) 2006 the patient underwent alif l5-s1. The patient went to physical therapy post-op. After several weeks, the patient noticed a pinching in his back, and pt was stopped. Patient presented to surgeon who reviewed mris and x-rays and diagnosed disc disease and a problem at c6-7 that required fusion surgery. In (B)(6) 2008 the patient underwent fusion surgery c6-7 using a plate. While in the hospital, the patient had problems breathing. Additional x-rays and MRI were performed due to pain in the middle back. The surgeon diagnosed problem at t6-t9. On (B)(6) 2010 the patient underwent a thoracic fusion t6-t9 using rhbmp-2/acs. Per the operative report of the thoracic surgeon who performed the first stage of the surgery, the surgery team was unable to access t9-t10. The report states "the fourth level disk space was not entered, despite even attempts at osteotomy of the calcified lip". The nursing intraoperative note indicates surgery only occurred at levels t6-t9, and not t9-t10. The implant log indicates the implantation of 8 screws. The (B)(6) 2010 post-op radiology report indicates posterior fusion t6-t9. However, the operative report of the spine surgery indicated that surgery was performed from t9-t10. An MRI was performed on (B)(6) 2013, and the patient was informed that, according to the MRI, no fusion surgery had occurred at t9-t10. On (B)(6) 2010 the patient underwent an anterior cervical fusion using rhbmp-2/acs. On (B)(6) 2010 the patient underwent l4-l5 fusion using rhbmp-2/acs. On (B)(6) 2011 the patient underwent surgery involving c1-c2 using rhbmp-2/acs. The patient developed breathing difficulties, sexual dysfunction, increased pain, swelling, stiffness, slow wound healing, mental status changes, anxiety, and fear. The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.